Event description:
Following a coronary drug eluting stenting treatment procedure a thrombosis occurred. Folloiwing a drug eluting stenting treatment procedure the patient presented with chest pain and the physician determined that there was thrombosis. This was opened with placement of a cypher drug eluting stent.